Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the rpd. Approximately 12.5 months post index procedure patient expired, cause of death was acute renal failure.

Manufacturer narrative:
Additional information: patient death was approximately 9 days post index procedure and not 12.5 months as previously reported. It was reported that patient developed acute heart failure due to low output syndrome following CABG carried out in the svg- lad. Four days later, the patient expired. The previously reported cause of death of acute renal failure has been changed to low output syndrome (los) led by mitral valve insufficiency, non-sudden, non-cardiac death. The event was determined to have no causal relationship with the device, zotarolimus, or the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.